Event description:
Two falsely elevated ctni results were obtained on two differen patients. The results were reported to the physicians. Pt treatment was not prescribed or altered and there was no report of adverse health consequences to the pt as a result of the falsely elevated ctni result. The issue was resolved after the customer performed instrument maintenance. The problem was due to a loose probe causing inadequate wash of the sample.